Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 114. Frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
The patient reported that he was found unconscious due to his blood glucose reading at 1.2 mmol/l (22 mg/dl) and that he had to be hospitalized for a day. He did not provide any further information regarding the hospitalization or his treatment. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the patient's hypoglycemia and hospitalization was found.